Event description:
It was reported that on power-up an error of video (cine) disk not available was displayed. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The video boards were reseated and the video disk was reformatted. The system was tested and found to be working as intended and returned to service.